Manufacturer narrative:
This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2010-00073 and 2084725-2010-00074.

Event description:
The customer alleges that after vitreous surgery there is an increase in incidences of endophthalmitis since the sterrad nx has been installed. The devices processed in the sterrad nx have not been determined to be the cause of the endophthalmitis. The devices sterilized in the sterrad nx and used for surgery was the micro equipment for vitreous surgery and an intraocular probe (sud). The quantity, manufacturer, and other information about the devices are unknown. The sterrad nx cycles have completed, there has been no errors. The customer reported concern regarding a detergent change to an alkali product and / or staff changes may be a contributor to the endophthalmitis. The facility is conducting an investigation for the cause. This is report one of two ((B) (4))

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the health hazard analysis. The DHR (device history review) for sterrad nx system (B)(4) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for hr-eye reaction. Trending analysis for hr-eye reaction issues associated to the sterrad 100s was considered a low trend. The hhe (health hazard analysis) relating to hr-eye reaction is considered none/negligible. There were no parts returned for investigation of the report of hr-eye reaction. It was reported that the customer ran bi (biological indicators) once a week. Asp recommends that biological testing with the sterrad cyclesure 24 bi should be performed at least once per day. It was also reported that the treating physician is of the opinion that the endophthalmitis could be caused by device washing process, device sterilization process, or the surgical procedure. The root cause could not be determined.